Event description:
Caller states patient tested 2.8 inr on the coaguchek xs plus system while a comparison lab returned as 4.1 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).